Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported kinking of the glidesheath at the attachment point where the sheath meets the hub. The sheath kinked immediately after the dilator was withdrawn, upon sheath placement into the artery. It was reported that the kink caused the hub to flip up which made it difficult to get initial pullback of blood from the sidearm. It is unknown if any equipment or other devices were used with the glidesheath. The patient was stable. Additional information was received on 8/7/18. The procedure outcome was successful.